Event description:
While performing an operative hysteroscopy the tip of the instrument shattered in the pt while removing the instrument from the uterus. Shattered portion not visible with x-ray. Operative area examined-no pieces remain in pt.